Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat troponin-I result for one patient. The sample generated an initial result of 0.53 ng/ml and retest results of 0.04 and 0.03 ng/ml. Additionally, multiple replicates of the sample generated imprecise results ranging from 0.04 to 1.50. The customer uses a normal range of 0.03 to 0.05 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of ticket trending did not identify any adverse or non-statistical trends for the architect stat troponin- I assy. Review of complaint activity for likely cause lot 58267un18 did not identify an increase in complaint activity related to the complaint issue. The historical performance in the field of reagent lot 58267un18 using worldwide field data was performed. The patient median result for the lot was analyzed and found to be within the established limits. However, the cal f rlu for the lot was not within the established limits. Accuracy testing was also performed to evaluate the performance of reagent lot 58267un18. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no systemic issue or deficiency of the architect stat troponin-I assay was identified.